Event description:
The reporter stated that surgeon inserted an aa4203tf silicone toric plate lens but the haptic looked damaged, so the lens was removed. The incision was enlarged to remove the lens but sutures were not required.